Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting noise and high out of range pacing impedance measurements. Due to this a lead safety switch was triggered. It was determined that this lead had experienced fracture. Another lead was implanted instead. No further adverse patient effects were reported.